Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an "err 667" error was displayed on the receiver. No product or data was available for evaluation. Confirmation of the error icon and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and failed. The receiver data log could not be downloaded, due to the receiver vibrating continuously. The receiver case was opened for an internal visual inspection and passed. The reported event of an error icon display was undetermined via product. A probable cause could not be determined.